Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump did not alert patient that the cartridge was low or empty. Customer's mother noticed cartridge was empty and notified nurse for advice; was able to treat customer with a temporary basal rate via pump. Requested return of the alleged device for evaluation.